Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider (hcp). In response to the question, "what was the patient's weight at the time of the event?" The hcp reported the patient weighed (B)(6) pounds on (B)(6) 2016, and weighed (B)(6) pounds on (B)(6) 2017. Of note, the date of the event is noted to be (B)(6) 2016.

Event description:
Additional information received from the patient on (B)(6) 2017 indicated that the patient wanted to know the reason why her pump quit working, the patient had to have an emergency surgery done to replace the pump on (B)(6) 2016. Reportedly, the patient was told by the company representative and health care professional that the pump would be sent back to get analyzed, patient was inquiring of the analysis results. It was noted that the pump medication related to the event were; dilaudid (concentration 10 mg/ml, dose 4.009 mg/day) clonidine (concentration 98 mcg/ml, dose 39.285 mcg/day and bupivacaine (concentration 1.2 mg/ml, dose 0.4810 mg/day). The pump was replaced with another pump from the manufacturer.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at 4.414 mg/day, 98 mcg/ml clonidine at 43.255 mcg/day, and 1.2 mg/ml bupivacaine at 0.5297 mg/day via an implantable pump for spinal pain. It was reported that a motor stall was seen at an initial interrogation and the patient was going through withdrawal. The patient had not recently had an MRI. It was noted the motor stall was active. The event date was noted to be (B)(6) 2016. The hcp was going to be followed up with.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver hydromorphone (10 mg/ml at 0.062 mg/day) bupivacaine (1.2 mg/ml at 0.0074 mg/day) and clonidine (98 mcg/ml at 0.607 mcg/day). Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. The conclusion code was updated from. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.